Event description:
During an acdf fusion surgery at c6-c7 on (B)(6) 2013, the surgeon experienced issues with the ti anterior cervical locking plate and bone screw. Reportedly the surgeon could not get the bone screw to thread through the cranial hole, left side of the locking plate. The surgeon removed the plate and screws and implanted competitors plate and screws. The synthes sales consultant tested the implants on the back table and had no problem inserting the screw thru the plate and no issues with guide. An additional two (2) hours was added to the surgery as the surgeon waited for another set to be sterilized in order to continue the surgery. This is 3 of 4 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Belpro manufactured the 4mm cancellous bone screw 14mm, p/n 407.114, and lot number 4553761, as part of work order (B)(4) and process test number (B)(4). The parts were reworked to correct discoloration in the stardrive, and met all additional inspection requirements. There were no mrrs, ncrs, or complaint related issues with this complaint. The lot was released to the warehouse (B)(4) 2003.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development event evaluation was conducted. The design evaluation of the anterior cervical locking plate, aclp, system includes the plate, screws, and instruments in this complaint. The drawing details the appropriate dimensions, conical thread specifications, materials, and finishing processes. Since the return included screws locked to the plate, the root cause of the hazard detailed in the complaint description cannot be determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Received condition of all of the screws have light wear on the heads. Most of the color anodizing is sill present. Conclusion of the screws locking threads could not be verified because they are flattened on the tops due to use. The material diameter and length of the screws is confirmed to be within specification.